Event description:
The customer reported the generation of an erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data printouts or demographics. The customer provided one (1) example of the erroneous results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse determined the failure mode as multiple hardware. The fse replaced the na electrode, potassium electrode, buffer valves, stirring motor, and buffer syringe which resolved the issue. The fse verified system performance and no further issues were reported. The beckman coulter internal identifier is (B)(4).